Event description:
The patient's legal guardian (lg) reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl). The pod was leaking while worn on the arm for between 36 and 48 hours. Pod was removed by the lg.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and subsequent leak. The event cause and timing could not be conclusively determined. Data review revealed no evidence of the system struggling to deliver insulin to the user. Cracks were observed in the top housing of the device. The timing and cause of this damage could not be determined. This did not contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.